Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 2 months after the dental implant was installed in intraoral region #31, it was verified its nonosseointegration. Sixty ncm of primary stability was achieved and immediate load was performed.